Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (15 mg/ml, 4.403 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported the patient's low reservoir alarm went off on (B)(6) 2015. The patient recently went through a below knee amputation and was placed in a long term acute care facility for one month post-operatively and had missed his last refill appointment. It was stated that the patient was hospitalized due to the amputation. The device manufacturer representative interrogated the pump to verify it was still working. The issue was not resolved at that time. The patient status at the time of this report was 'alive - no injury.' No surgical intervention occurred and none was planned. There were no patient symptoms reported. An empty pump was also reported. The patient was to be transported on (B)(6) 2015 from his acute care hospital to "cps office" for a pump refill.